Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the product problem code of 1426 was as error. It should have been 4010 only in the original MDR. Additional information provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A non-qualified cartridge was indicated. The company, 33.0 diopter lens is only qualified for use in the company cartridge. A qualified viscoelastic was indicated. The handpiece information was not provided. It is unknown if a qualified product was used. The root cause for the reported lens stuck in injector is most likely related to a failure to follow the instructions for use (IFU). The company 33.0 diopter lens is only qualified for use in the company cartridge. It is unknown if a qualified handpiece was used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Information was provided that the patient received a lens the next day and has not reported any issues. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced lens stuck in injector. Additional information has been received that, on (B)(6) 2024 the lens was removed due to opacification, but implantation of new lens took place on (B)(6) 2024 and patient was discharged from hospital. There was no harm to the patient.